Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Data analysis: the case began on (B)(6) 2025, with the first purge cassette change initiated approximately four days later. Shortly after the purge cassette was replaced with a new one, a purge system failure (piston block #417) alarm along with complete the procedure ((user interaction stopped) complete the purge wizard #420) alarm was triggered. Later, the purge cassette was removed and reinserted, but the alarm persisted. The initially used purge cassette was then reused, yet the alarm continued to remain. Finally, a third new purge cassette was utilized, but despite this, the alarm still existed without resolution. Ultimately, the console was shut down and replaced. Real time log data showed around zero purge pressure and erratic purge flow ticks. Device analysis: the console was returned for further investigation. While investigating the aic, a thin layer of glucose deposit was detected underneath the purge stepper motor gasket and piston. No issues were identified with the aic's purge disc or the purge flag. The error was successfully reproduced by connecting and disconnecting the purge cassette. However, even after cleaning the residue around the motor, the issue persisted, indicating it was most likely a mechanical or electrical malfunction within the purge system. The reported issue of purge system failure (piston blocked #417) was not determined, as the exact cause for the issue was not identified. D9 device returned to manufacturer date added d6a implant date should have been left blank on the initial manufacturer device report number 1220648-2025-29195.

Event description:
The user facility reported a patient was on the impella 5.5 support and during support, there was a purge system failure alarm that occurred when replacing the purge set. Even after replacing the purge set with a new one, there was no improvement and priming did not proceed. The automated impella controller (aic) was replaced and the issue resolved.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.